Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 9 inappropriate shocks due to an episode of atrial arrhythmia. All therapy was delivered, the device experienced therapy exhaustion. Troubleshooting options were discussed. The device remains in service. No adverse patient effects were reported.